Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced due to increase high voltage lead impedance during a generator change out. The patient was stable post procedure and will be followed normally.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.